Event description:
Information was received indicating that a smiths medical bivona customized flextend tracheostomy tube measured too short and that there was a sharper curve in the tube than normally. The patient was repositioned, and the trach tube was reported to cut the airway off leading to the patient de-saturating. There were no further reported adverse effects.